Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 9616680-2012-00615.

Event description:
It was reported that soon after the implants were put in, this patient started experiencing problems. The patient is feeling pain in the joint that is getting progressively worse. He also feels that there is a reduction in rom. As his symptoms progressed, he was taken to (B)(6) approximately (B)(6) months ago, which resulted in cocr = 10. Next week (B)(6) for mars MRI. The surgeon is stating that a revision is likely, which he will assess after testing is complete.